Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged issue began. The patient indicated she does not manage her diabetes with oral medication or insulin; however, in response to the reported meter issue, the patient claimed she continued with her usual diabetes regimen. At an unknown date/time later the patient reportedly developed symptoms of vomiting and rapid heart rate. The patient claimed she went to the emergency room (ER) and was administered 26 units of humalog by a health care professional (hcp) on (B)(6) 2010 at either 5 or 6pm; the patient indicated she obtained a high blood glucose result with the ER's meter (specific reading is unspecified). At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time. The csr verified there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
A 510(k) # is k061118. (B)(6) 2010: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.